Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis on (B)(6) 2016 at 11pm with a high blood glucose level of 1100 mg/dl. The customer was treated for their blood glucose with fluids. While at the hospital the customer's blood glucose dropped to 17 mg/dl. The customer was taken off the insulin pump at the hospital. The customer experienced low blood glucose two days prior and was foaming out of the mouth. The customer was giving glucagon to regain consciousness. The customer did not attribute the events to a malfunction of the insulin pump and declined troubleshooting their device. The customer did not return the product back for analysis.